Manufacturer narrative:
(B)(4). Although patient weight was not reported, the patient was described as slightly overweight. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The starclose se device was used in the left superficial femoral artery.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Incorrect anatomy - per the starclose se instructions for use states: do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se, with a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the clip was deployed; however, hemostasis was not achieved and heavy bleeding was experienced. Hemostasis was achieved by manual arterial compression. Ultrasound revealed a hematoma occurred and the starclose clip was found below the puncture site as it had moved distally with arterial blood flow. The clip remains stabilized to the artery wall by stenting. Operators thoughts are that the locator wings were attached to calcification lower in the artery and delivery tube pushed through the artery wall. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.